Event description:
It was reported that the customer was experiencing low blood glucose levels and that the paramedics were subsequently called to her house. The customer's blood glucose was 58 mg/dl. The customer declined to be taken to the hospital. The paramedics treated her with orange juice and peanut butter. The customer treated her blood glucose was glucose tablets. The customer also mentioned that her insulin pump would not always record the blood glucose reading in the insulin pump. Troubleshooting was done. The customer's insulin pump passed the displacement test. Advised customer to monitor the insulin pump and call back if the issues persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.